Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, upon interrogation, there was a message on the programmer stating, "incompatible device detected". The patient has been lost to follow-up for some time. Technical services suspects this is due to the programmer having newer software than the device. Technical services advised how to upgrade the pulse generator's software. There were no adverse patient effects. The device remains implanted.